Manufacturer narrative:
The customer's report was not verified; however, the analog board was replaced to reduce the probability of recurrence. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "ECG disabled" and "ECG fault 5" message. Complainant indicated that there was no patient involvement in the reported malfunction.